Manufacturer narrative:
After discussion with dr. (B)(6) regarding the three patients with mesh exposures, it was determined that the root cause for the exposures are due to the following: the incision made by the surgeon in order to pass the suspension needle has been minimized by his choice of dissection technique. He also employs minimal dissection of the tunnel and has relied in the past on the suspension needle and sling-sheath to dilate the tract. The small size of the tract may be contributing to the rolling of the soft-sheath with arctv and when the sheath is removed, the edges of the mesh rolling/curling within the dissection tunnel and the incision site. The curling beneath the incision may increase the risk of exposure. Dr. (B)(6) mentioned that he is now making the incision tunnel larger by passing his finger behind the sheath and the trocar into the dissection tunnel to expand the incision and tunnel. Discussion with dr. (B)(6) cmo/urocure and other surgeons who perform this procedure confirmed that a larger incision and dissection tunnel facilitates in passing the soft-sling sheath with the mesh and after sheath removal allows the mesh to be situated flat below the incision and within the dissection tunnel. The incisions they made in recent surgeries were measured and they ranged from 1.2-1.5cm. Which are larger than the sling width. The incision with minimal dissection is often less than 1cm as is the tunnel made by the suspension needle and soft-sheath. Other contributing factors could be due to the risk level of the patients. Patient is considered moderate risk due to the pre-existing conditions of diabetes and an elevated bmi of 32.

Event description:
Extruded mesh in midline suburethral incision from placement on (B)(6) 2020. Patient scheduled for sling revision (B)(6) 2020 to excise the exposed mesh.